Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During procedure, upon insertion, the physician was unable to apply pressure during dilatation. It was then noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. After further attempts the balloon still couldn't be inflated due to the presence of excessive hardened blood in the inflation lumen. A visual and microscopic examination observed a pinhole tear proximal of the proximal marker band. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During procedure, upon insertion, the physician was unable to apply pressure during dilatation. It was then noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.